Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus punctured'), device breakage ('they have left fragments in me') and colon injury ('snagged colon') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant) and colon injury (seriousness criterion medically significant). The patient was treated with surgery. Essure was removed. At the time of the report, the uterine perforation, device breakage and colon injury outcome was unknown. The reporter considered colon injury, device breakage and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus punctured'), device breakage ('they have left fragments in me') and colon injury ('snagged colon') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant) and colon injury (seriousness criterion medically significant). The patient was treated with surgery. Essure was removed. At the time of the report, the uterine perforation, device breakage and colon injury outcome was unknown. The reporter considered colon injury, device breakage and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.